Event description:
It was reported that the ilet charger was not functioning despite attempts to unplug, replug, and use multiple outlets, and the user did not have an inductive charging pad available; the user was advised that an off-the-shelf inductive charging pad could be used in an emergency, and a replacement charger was arranged. Symptoms included no clinical symptoms, with the ilet battery reported at 88 percent. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction based on failure to power in multiple outlets, with no evidence of device alarms or broader system failure. It was concluded, based on previously established findings for similar reports, that the cause was a defective or failed external charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.